Event description:
It was reported that there were concerns of a premature battery depletion. The patient with this implantable cardioverter defibrillator (ICD) also heard beep tones. A battery depletion error message appeared. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that there were concerns of a premature battery depletion. The patient with this device also heard beeping tones. A battery depletion error message appeared. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. As a result, the s-ICD was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that there were concerns of a premature battery depletion. The patient with this device also heard beeping tones. A battery depletion error message appeared. Data analysis was performed, and confirmed that the power consumption is increasing in a gradual fashion consistent with hydrogen degradation of a component. A boston scientific technical services (ts) consultant recommended device replacement. As a result, the s-ICD was successfully explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
This report contains a correction to field b5: describe event or problem correcting the name of device affected by the tones. Additionally field h6: device codes (2) has additional and corrected codes as initially described in b5.